Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this inmate received an inappropriate shock and was taken to the emergency room where 2 more inappropriate shocks were delivered. It was suspected that the inappropriate therapy was due to oversensing and myopotentials. It was noted that the patient had atrial fibrillation (af) and had also experienced a seizure due to a low glucose level. Following the seizure and treatment for the low blood glucose level, sensing was okay in secondary vector. Device data noted fluctuating qrs amplitudes and undersensing. Additionally, a bundle branch block (bbb) type morphology was observed from an af episode that showed good sensing. A smart pass (sp) event was reviewed which showed a wandering baseline with some very small r-waves coming through. A very wide qrs complex or ventricular fibrillation (vf) is observed towards the sp event. A boston scientific technical services consultant suggested performing an interrogation, obtaining x-rays and vector evaluation. The patient was subsequently intubated and therapy was programmed off. The patient was experiencing ventricular tachycardia (vt) and the physician wanted to program therapy back on. The consultant provided sensing programming guidance to consider if the device is programmed back on. Efforts to obtain additional complaint details were unsuccessful. No additional adverse patient effects were reported.

Event description:
It was reported that this inmate received an inappropriate shock and was taken to the emergency room where 2 more inappropriate shocks were delivered. It was suspected that the inappropriate therapy was due to oversensing and myopotentials. It was noted that the patient had atrial fibrillation (af) and had also experienced a seizure due to a low glucose level. Following the seizure and treatment for the low blood glucose level, sensing was okay in secondary vector. Device data noted fluctuating qrs amplitudes and undersensing. Additionally, a bundle branch block (bbb) type morphology was observed from an af episode that showed good sensing. A smart pass (sp) event was reviewed which showed a wandering baseline with some very small r-waves coming through. A very wide qrs complex or ventricular fibrillation (vf) is observed towards the sp event. A boston scientific technical services consultant suggested performing an interrogation, obtaining x-rays and vector evaluation. The patient was subsequently intubated and therapy was programmed off. The patient was experiencing ventricular tachycardia (vt) and the physician wanted to program therapy back on. The consultant provided sensing programming guidance to consider if the device is programmed back on. Efforts to obtain additional complaint details were unsuccessful. No additional adverse patient effects were reported. It was reported that further review of the stored data noted the device had delivered a total of 10 shocks. Episode details for 4 of the shocks was identified. However, details for the other 6 shocks was not retrievable. It was not clear as to why, but the log was also filled with multiple magnet applications. A boston scientific engineer stated the magnet has the ability to erase the episodes and the details will never be available. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.